Event description:
Patient representative reported "severe capsular contracture" baker grade unknown. The side is unknown. Device has been explanted, unknown if replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported "severe capsular contracture " baker grade unknown. Later reported baker grade iii and bilateral ptosis iii". The relates to the left side. Device has been explanted, replaced with non-allergan.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.